Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the act button will not work during prime process. The customer also stated that the buttons are not scrolling or ramping on their own. Cusotmer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.